Manufacturer narrative:
The lead was disposed of by the medical facility and will not be returned.

Event description:
A report was received that the patient experienced inadequate pain control due to a misaligned lead. The patient underwent a lead replacement procedure and was doing well post operatively.